Event description:
During an atrial fibrillation procedure using pfa, after inserting the volt catheter into the agilis sheath, aspiration gave continuous air flow out to the syringe. It was also noted that the membrane closes and aspiration works fine when nothing is inserted into the agilis sheath. The agilis sheath was exchanged to resolve the issue, and the procedure was completed with no adverse consequences to the patient. It was noted that when inserting and removing the catheter it was not held at or below the level of insertion/heart level, which goes against the device instructions for use.